Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. This is the first of five reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
Additional information is provided. One opened knife sample was received in a blister for the report of blunt knives. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was also found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one is of four blisters. Photo numbers 2, 3, 6, 7, 8 and 9 correspond to associated complaints from the same reporter. Photo number four confirms the reported lot number while photo number five shows the knife protected in the blister. The reported issue could not be confirmed. The returned sample was found to be visually and functionally conforming therefore, blunt knives as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).